Manufacturer narrative:
The customer called back on (B)(6) 2017 to provide additional information on the reported event of (B)(6) 2017. Reportedly, the customer unintentionally delivered 25 units of insulin to themselves and went to the emergency room (ER) with a blood glucose (bg) level of 99 mg/dl. At the emergency room, the customer was treated with fluids and juice. Approximately 2-3 hours later, the customer left the ER, with a bg level of approximately 120 mg/dl, and feeling okay. The customer reported being unable to upload due to not having computer access, and is using manual injections as alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that an unintended bolus of 25 units of insulin was delivered without the customer inputting and requesting the bolus. At the time of the call, the customer was in the emergency room (ER) with a blood glucose (bg) level of 99 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information, and for the customer to upload pump data to perform a log review of the reported event; however, no further information or data upload was provided by the customer.